Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button had stopped functioning. Reportedly, the wake button would intermittently turn on when more force was applied. During troubleshooting with tandem technical support, the contact confirmed that the pump turned on when plugged into a power source. The customer's blood glucose level was 254 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.